Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Access was obtained via right femoral artery. The 99% stenosed target lesion was located in the moderately tortuous right anterior tibial artery (ata). A 2.5mm x 220mm x 150mm coyote mr balloon catheter was used for dilatation of the lesion. Upon first inflation to 3atm the balloon ruptured. The procedure was completed with a different device. No complication was noted. The patient condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).